Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio 2 meter was displaying an ¿error 1¿ message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that error message first appeared when he arrived on holiday in turkey on (B)(6) 2017. The patient informed the csr that he manages his diabetes with insulin (self-adjuster). The patient reportedly took ¿14 or 16 units¿ of novorapid insulin at an unspecified time on (B)(6) 2017 when he was unable to test his blood glucose due to the error message appearing. The patient reported that around 9:30 pm on (B)(6) 2017, after the alleged issue began, he developed symptom of ¿sweating.¿ the patient claimed he treated himself with food and drink (3 grape sweets and a glass of coke) and started to feel better 5 minutes afterwards. No other device was used for testing. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. The patient informed the csr that he had transported the meter in his luggage on the plane. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.